Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. An attempt has been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: obstet gynecol. 2001 oct;98(4):638-45. Doi: 10.1016/s0029-7844(01)01515-0. Pmid: 11576581. Https://pubmed.ncbi.nlm.nih.gov/11576581/.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: effect of tension-free vaginal tape procedure on urodynamic continence indices. The aim of the study is to assess the difference in measured urethral function before and after tension-free vaginal tape procedure (tvt). A total of 35 women who underwent tvt procedure between january 1 and august 31, 2000 using tvt (gynecare, division of ethicon, inc., somerville, nj) suburethral sling for genuine stress incontinence with or without intrinsic sphincter deficiency were included in the study. The mean age was 61.2 ± 10.9 years. Reported complications include: tvt (cal) bladder perforation(n=1) treatment: not reported urinary retention(n=1) treatment: intermittent self-catheterization. This eventually required lysis of the suburethral mesh under local anesthesia, with return of the patient¿s voiding ability and incontinence symptoms. Subjective /objective failure (n=6) treatment: not reported. In conclusion, there was a significant increase in pressure transmission ratio, but not maximum urethral closure pressure, after tvt. These changes are similar to those reported after retropubic urethropexy and traditional sling procedures. The effectiveness of the tvt sling does not appear to depend on a clinically significant change in the straining urethral angle.